Manufacturer narrative:
D10: concomitants: 5083867 101-05-30 - 3.2mm drill bit30mm 1pk. 4300556 164-12-12 - novation element ro x/o sz 12. 4911940 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm. 4559372 180-65-40 - alteon 6.5mm screw, 40mm. 5112913 186-01-58 - integrip cc, cluster 58mm, g3. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 73 yo female patient, initial right hip implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 6 years 1 month post the initial procedure. The patient returned to the surgeon with a recalled hip liner and was scheduled for a revision. The acetabular poly liner and the femoral head were replaced to a biolox delta adapter 16/18-12/14; +3.5mm sn: (B)(6), biolox delta option femoral head 40mm od sn: (B)(6), and a nv ehxl lipped lnr g3 40mm sn: (B)(6). There were no surgical delays or device breakages during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. They were sent to the hospital¿s lab and legal dept. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, g3, h6. The following sections were corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, g. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.